Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer did not report any symptoms. The customer was treated for the low blood glucose with orange juice and carbs. Customer¿s blood glucose level at the time of the call was not stated. The pump did not alert him of the low blood glucose value. Threshold suspend was set to 60. The pump used was a replacement of a malfunctioning pump. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. The customer also reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 137 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. Customer was sleeping at the time when the threshold suspend activated. A similar incident occurred later in the morning. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.